Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion. Anti-seizure medication, vimpat didn't infuse total volume of 100ml from primary. Rn input 20ml over amount of bag volume which was 80ml. The pump alarmed infusion complete for 100ml but approximately 25mls were left in the infusion bag. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.